Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted due to bladder urinary incontinence. The patient experienced incontinence, discomfort during sexual activities, pain during intercourse and pain while urinating. It was reported that the patient underwent a hysterectomy in (B)(6) 2012. (B)(4).